Manufacturer narrative:
The investigation confirmed that nonreproducible, higher than expected vitros trop I es results were obtained from a single patient sample and one precision sample processed on a vitros 5600 integrated system. Root cause for the two unexpected vitros troponin I es results could not be determined with the information available; however, the possibility that an unexpected analyzer event or an unexpected vitros troponin I es reagent performance had contributed to the results could not be ruled out. Additionally, the condition of the patient pool used to perform the precision test cannot be ruled out as a contributing factor.

Event description:
A customer obtained a nonreproducible, higher than expected vitros tropi es results from a single patient sample processed on a vitros 5600 integrated system. Later, when an ortho clinical diagnostics field engineer performed pre-service vitros troponin I es precision testing using a troponin-I free patient pool prepared by the customer, an additional nonreproducible, higher than expected result was obtained. Patient sample: 0.397 ng/ml vs expected result < 0.012 ng/ml. Troponin-I free pool: 0.283 ng/ml vs expected result < 0.014 ng/ml. . A biased result of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported to a clinician and no allegation of patient harm was made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).